Manufacturer narrative:
Product complaint # (B)(4). The event date is unknown. This report is for an unk - nail head elements: fns antirotation/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the implant was broken postoperatively. It was unknown if there was any revision surgery or hardware removal surgery involved. The patient outcome was unknown. Concomitant devices reported: pl 1-ho f/fem neck syst tan (part# 04.168.000s, lot# unknown, quantity# 1). This complaint involves two (2) devices. This report is for (1) unk - nail head elements: fns antirotation this report is 2 of 2 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Only two products were damaged.(ar pin, bolt). There was no damage to plate and screws.

Manufacturer narrative:
Product complaint # (B)(4). Photo investigation: the device was not returned. A photo-investigation was performed on the images. Upon inspecting the images provided, the fns bolt and the fns anti-rotation screw were observed to be broken in the patient. The complaint condition is confirmed. However, the root cause for the reported event cannot be determined from the available information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can be confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history review a DHR review could not be performed as the device part and lot numbers are unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.